Event description:
It was reported that a pt had the generator explanted and replaced, due to an infection at the generator site. Good faith attempts to obtain add'l info, including the pt's implant info have been unsuccessful to date. Info rec'd from the hosp indicate the generator may have been disposed of after surgery.